Event description:
The customer stated that they were hospitalized for low blood glucose levels twice within one month. The first hospitalization occurred while he was in his truck with wife. A tow truck came to get his truck and the paramedics were called to take him to the hospital. The customer's blood glucose level was 32 mg/dl. During the second hospitalization, the customer had been working out in his yard. He stated that he didn't remember going back to sit down on the porch. However, he got on the floor and started kicking. The paramedics were called and took him to the hospital. The customer believes the reason he had low blood glucose levels was because he had given himself too much insulin. His blood glucose level at the time of his second hospitalization was 21 mg/dl. The customer declined to troubleshoot the pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.